Manufacturer narrative:
The ams700 device was visually inspected and functionally tested. No leak was found. One cylinder and pump performed within specifications. There was a leak in one cylinder that was the result of a sharp instrument consistent with explant damage.

Event description:
It was reported that the patient had his ams700 inflatable penile prosthesis cylinders and pump replaced due to malfunction. No patient complications were reported in relation with this event. This complaint was initially submitted to FDA via asr report q1 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.